Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the customer experienced severe hypoglycemia, and she believes this was caused by the infusion device delivering an unintended bolus. Her blood glucose was 380 mg/dl after exercising at 6:00 p.m. She delivered a 7.0 unit bolus and an additional 2.5 unit bolus when she ate dinner at 10:00 p.m. Her blood glucose was 170 mg/dl before bed. Her husband, who is a doctor, reported the customer had a seizure and "rattling breath" at 12:30 a.m. She was unconscious, her pupils were wide with no reaction to light. Her husband administered sugar and disconnected the infusion device. Her blood glucose was 20 mg/dl. He kept giving her sugar until she was able to answer simple questions. The alleged product was requested for evaluation.